Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error alarm during testing due to out of specification force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 230 mg/dl at the time of incident. The insulin pump will be returned for analysis